Event description:
It was reported that pump housing and usb port were damaged, which affected ability to charge pump, but pump had not shut down due to the issue. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a replacement pump under warranty.